Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was hospitalized for kidney stones and is going back for a follow up. The customer sated that their hospitalization was not diabetic related. The customer stated that they had a defective set issue which was resolved with a set change. The customer did not return the product back for analysis.